Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® push button blood collection set leaked blood. The following information was provided by the initial reporter: "during blood collection with this product, blood leakage occurred."

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for eval: yes d9: returned to manufacturer on: 2022-07-12 h.6. Investigation summary: bd received 2 samples and 9 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for leakage was observed. Additionally, the customer samples were evaluated by visual examination and functional testing and the indicated failure mode for leakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd determined that the root cause of the indicated failure mode was attributed to the manufacturing process.

Event description:
It was reported that bd vacutainer® push button blood collection set leaked blood. The following information was provided by the initial reporter: "during blood collection with this product, blood leakage occurred."